Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was in need of repair, no further information provided. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device was in need of repair, no further information provided. There was no reported patient or user involvement and no adverse patient/user impact. Further information was provided that this was a quotation of spare parts; no malfunction was alleged.